Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stem appears to be slightly undersized, is loose at the bone to implant interface and has subsided. 16 kla corail collared in a type c femur. Femur also exhibits extreme femoral bow. Patient complaining of pain and loss of leg length due to subsidence.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.